Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 7 months post implant of a bifurcated device, an infrarenal aortic extension and a limb extension an endoleak was identified. The patient presented symptomatic to the hospital with complaints of abdominal pain and was anemic. The hospital performed a computed tomography scan which revealed an endoleak and a hematoma on the left side. An angiogram was also performed on different parts of the graft to identify the endoleak type. The physician elected to bring the patient in on (B)(6) 2014 to seal the endoleak with an infrarenal device. The patient is on dialysis and the physician elected to place the graft above the renal arteries which increased the length of the seal zone and the endoleak was resolved. Patient was stable after the procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: requests for medical records were denied. Product appropriateness and patient candidacy could not be assessed. The presumed event angiogram demonstrated a mid-aortic endoleak near the superior margin of the bifurcated stent. Overlap was estimated to be ~ 4.0 cm. There appeared to be a type ii endoleak at the distal left aorta. The secondary procedure, an aortic extension over the renal arteries, and final procedural and patient outcomes could not be substantiated due to lack of information. However, it was reported that a 100 mm infrarenal stent corrected the endoleak, and that the patient was stable after the procedure. There was substantiated evidence to support an unknown endoleak and a type ii endoleak at the event procedure. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the endoleaks could not be determined with available information.